Manufacturer narrative:
(B)(4). The complaint humidifier has not been returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the description of events, information provided by the distributor and our knowledge of the product. The distributor has further reported that the temperature of the humidifier is around 40.3 degrees celsius and that an error remains, even when the temperature probes are changed. A lot check revealed no other complaints of this nature for this lot number. Without a complaint device we are unable to determine what caused the problem observed by the customer. However, from our knowledge of the product, the mr850 humidifier will alarm immediately if the temperature exceeds 41 degrees celsius or if the airway temperature exceeds 43 degrees celsius. The humidifier will disable the heater immediately should either of these occur. The humidifier also has a thermal cutout on the heater plate which ensures the maximum temperature of the gas entering the system is within safe limits.

Event description:
A hospital in (B)(6) reported via our distributor that the temperature of an mr850 respiratory humidifier "keeps on increasing." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the temperature of an mr850 respiratory humidifier "keeps on increasing". No patient consequence was reported.